Event description:
This scale has wheels so it is made to be mobile. However the wheel bracket assembly is very weak and we have to replace it about every 6 weeks. Both the rod that holds the wheels and well as the bracket have broken multiple times. This bracket is too weak for this scale.======================manufacturer response for scale, detecto (per site reporter).======================nothing they just give us a part number to replace the part.